Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving clonidine (200.0 mcg/ml at 48.03 mcg/day with a 4.00mcg/bolus), bupivacaine (20 mg/ml at 4.803 mg/day with a 0.400 mg/bolus), baclofen (300.0 mcg/ml at 72.04 mcg/day with a 6.00mcg/bolus), and morphine (50 mg/ml at 12.007 mg/day with a 0.999mg/bolus) via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. The patient's history included that the patient breathed through a diaphragm because her intercostal muscles didn't work well (due to spinal muscular atrophy - adult onset) diagnosed 1990-1992 with symptoms that started in the 1980's that they couldn't figure out. The patient became disabled 01-oct-1993 stating that it started in 1988 when she was going to the doctors but didn't get her (B)(6) until 1993; it was total and permanent disability. On (B)(6) 2015, it was reported that the patient thought that an overdose might have occurred based on a conversation with her hcp (healthcare provider) and the symptoms she experienced. The patient went to her hcp on (B)(6) 2015 and her new hcp mentioned diluting her pump medication to prevent a granuloma and also giving her an epi pen for overdose precautions. The patient felt that the overdose might have occurred on friday night (B)(6) 2015 going into saturday morning 03-oct-2015. She was overwhelmingly tired. She stated that she "slept from beginning to end for approximately 27 hours; woke up three times during the night that she remembers." The patient didn't know if she had any heart issues, but they were going to find out because twice following eye muscle surgery ((B)(6) 2014 and she did not recall the other date but thought it was sometime in 2013) in the recovery room, she had a cardiac arrest in both instances. The cardiac arrest had occurred with two of her three surgeries. The patient had not yet notified her hcp. She stayed tired all the time because of her co2 levels being high and she wore her bipap during the day as well as night. The patient's sleep apnea was diagnosed in 2013/2014. The patient was scheduled for a full cardiac workup in the next week due to the cardiac arrests following her eye surgeries. The patient was planning to follow-up with her hcps. The circumstances that led to the overdose event and the steps taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
A consumer reported that the patient has sma / spinal muscular atrophy (adult onset) which had weakened the patient's intercostal muscles and the patient has to push all her air up from her diaphragm which makes her sound like she is yelling. It was further reported that the patient was bedbound / could not get out of bed and her hands do not work good. The patient has had multiple respiratory arrests and on two occasions her respiratory arrests led to cardiac arrest. One cardiac arrest occurred on (B)(6) 2014. The reporter was not sure if the other cardiac arrest occurred in 2013 or 2014. The patient had a new managing hcp and a new prescription. Regarding the suspected overdose in (B)(6) 2015 it was noted that one hcp, who the patient saw once, told the patient the dosage was too high and sent her to another hcp who then cut the dosage in half or approximately one third. The reporter (consumer) did not recall was the dosage was before. The situation was being addressed by an hcp. The patient was currently receiving oral baclofen. The patient was also receiving oral baclofen 20 mg three times per day which was reduced to 10 mg oral baclofen three times per day; therapy dates not reported regarding oral baclofen. The patient currently received the following medications (4x/day boluses): morphine (0.799 mg/bolus; 11.009 mg/day), bupivacaine (0.320 mg/bolus; 4.404 mg/day), clonidine (2.398 mcg/bolus; 33.027 mcg/day), and baclofen (3.20 mcg/bolus; 44.04 mcg/day). The manufacturer/type of baclofen intrathecal and drug lot number was unknown.